Manufacturer narrative:
(B)(4). Product will not return, customer exchanged the product at pharmacy. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 219mg/dl. The customer's expected fasting blood glucose test result range is 105mg/dl-180/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood glucose test was performed by the customer fasting and produced test results of 168 and 162mg/dl within the expected range. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 10/10/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer had impaired vision, was not able to read date and time on meter memory.